Manufacturer narrative:
The device has not been returned for evaluation at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the xenon light source caused an error code to be displayed and the power switch could not be turned on. No adverse effects to patient reported.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: error code is displayed in the light box, scratches and dent on the front panel, rust on the front panel chassis, top cover is rusted, bottom chassis is rusted, worn-out socket slider switch causes intermittent use of high intensity mode, olympus lamp life meter is reading over 500 hours and spare lamp is on. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code was displayed in the light box and it did not turn on because the lamp was defective. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the event was found during an unspecified procedure that was completed with a similar device.